Manufacturer narrative:
Device discarded by hospital, no evaluation will be performed. Device history record is pending. A follow up MDR will be submitted.

Event description:
As reported: when product was opened from recipient, it was found that tubing connection to white capsule of flotrac was completely separated from it.